Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the legal guardian that the cannula retracted, indicating a needle mechanism failure. No impact to the patient's blood glucose level was reported. The pod was not worn. The pod was discarded and as treatment, a new pod was applied.